Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The large suturecut needle driver instrument was found to have a loose grip cable at the distal end. The instrument was also found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The entire length of the main tube surface of the instrument was degraded. Improper cleaning during reprocessing most commonly causes this failure. A site history was performed and no complaints related to this procedure or this event were found. A review of system logs showed that the large suturecut needle driver instrument had 9 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the large suturecut needle driver instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not recall the last time the large suturecut needle driver was used, as they did not typically use this instrument. The broken cable was noticed in sterile processing, during cleaning.